Event description:
It was reported that the patient presented in clinic for a follow-up after feeling very tired and dizzy. It was noted that the pulse generator was in back-up mode. Device download was performed successfully. The patient was stable after the programming changes were made.